Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo (B)(4). Add¿l info will be provided upon conclusion of the MFR¿s investigation.

Event description:
As stated by the customer (B)(4) 2012 : inspected unit found the bolts broken off of lift piston rpl parts tested on service. This rpl parts tested on service. This equipment was voluntarily tagged out for service by the customer and not used with pts; it is unlikely there was any potential for injury.